Event description:
It was reported that the customer had high blood glucose levels of over 1000 mg/dl. The customer was flown to a hospital for treatment on (B)(6) 2014. The customer indicated having symptoms consistent with high blood glucose levels including vomiting, nausea, headaches and a dry mouth. The customer was wearing the insulin pump at the time of the event. The customer was unable to troubleshoot. It was reported that the customer had high blood glucose levels of 250 mg/dl at the time of the call. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.